Manufacturer narrative:
H3, h6: one device was received for evaluation. Functional testing was able to duplicate the reported problem, after turning on the pump it was continuously alarming. It was determined that the main board defective and was the root cause. The service history review had no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device was alarming and would not turn on. There was unknown patient involvement.